Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient blood glucose levels rose above 250 mg/dl. The omnipod personal diabetes manager (pdm) displayed a white screen and would not respond and received a warning for over heating battery.